Event description:
It was reported that the patient had an obtryx ii system - curved implanted during a procedure and has since experienced complications, including mesh erosion to surrounding tissue/organs, chronic pelvic pain, pelvic inflammation, dyspareunia, and vaginal bleeding. The patient subsequently the patient underwent a vaginal mesh excision surgery on (B)(6) 2025. The patient suffered significant pain, unnecessary expense, embarrassment, disfigurement, and harm as a result of the implanted device. Additionally, the patient claims that she may have to undergo additional surgery, and may in the future suffer, damages such as, significant pain, severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering, medical expenses due to the implantation of the device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of october 5, 2016, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The explanting physician is: dr. (B)(6). Block h6: the following imdrf patient code captures the reportable event of: e2006 - captures the reportable event of erosion e2330 - captures the reportable event of chronic pelvic pain e2326 - captures the reportable event of pelvic inflammation e1405 - captures the reportable event of dyspareunia e2308 - captures the reportable event of disfigurement e2401 - captures the reportable event of severe and debilitating injuries e0206 - captures the reportable event of embarrassment and mental pain. The following imdrf impact code captures the reportable events of: f1903 - captures the reportable event of mesh explantation.